Event description:
The customer reported during a follow-up visit, the pacemaker could not be interrogated and did not respond to magnet application. This atrial lead had a decrease in impedance measurements (currently 230 ohms). The pacemaker was involved with an advisory and was explanted; following explant, the pacemaker was able to be interrogated. The lead remains actively implanted for approx. 7 years, 9 months.

Manufacturer narrative:
The lead remains actively implanted, and as a result, the clinical observation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.